Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the drill bit broke off in locking shaft was confirmed. An assessment was performed on the device which found a piece of broken cutter inside the burr lock assembly. It was determined that root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that a piece of a milling cutter device was stuck in the handpiece device while in use together. It was reported that there was a delay in the procedure; however, the amount of time of the delay was not specified. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.